Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, which required hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, hd catheter (not a fresenius product) placement, and transition to hd for rrt. The pdrn attributed causality to the patient¿s failure to wear a mask during initiation and termination of treatment. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized due to peritonitis, and their pd catheter (not a fresenius product) was temporarily removed. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc elevated, result not provided) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies, not provided). The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis on (B)(6) 2026, and the patient¿s ceftazidime was discontinued. Although the specifics are largely unknown, the nephrologist was reportedly dissatisfied with the condition of the patient¿s pd catheter (not a fresenius product) and ordered its removal. The patient received a temporary hemodialysis (hd) catheter (not a fresenius product) and transitioned to hd for renal replacement therapy (rrt). The patient is recovering from the serious adverse events and was discharged home on (B)(6) 2026 in stable condition. The pdrn attributed causality to the patient¿s failure to wear a mask as ordered during initiation and termination of treatment. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient is currently undergoing outpatient hd with no return to pd date currently available.